Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted a silicone tubing was disconnected from the female connector, main body and twist clamp. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp portion of a minicap extended life pd transfer set "fell off" while the patient was on the (pd) cycler and reached for their phone. This occurred during automated peritoneal dialysis (pd) therapy. As a result, the patient¿s transfer was changed, the pd tube was flushed with 2l of dianeal 1.5%, a dialysate specimen was sent for culture and gram stain, and the patient was given cefazolin 2 grams ip (intraperitoneally) as a precautionary measure. There was no patient injury associated with this event. No additional information is available.